Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found the full clip deployed. The redeployment of the device was without incident and the device deployed as intended. There was no indication of a device malfunction. The observed failure to achieve hemostasis after clip deployment can be influenced by, but is not limited to, the manufacturing of the device, user technique and/or tissue conditions. Destructive testing is performed on a sampling of the lot that includes functional verification. The function of the clip is to grab tissue around the access site to close the wound. The failure to achieve hemostasis could be caused by tissue compaction where tissue at the access site compacts around the device and interferes with normal deployment, causing the incomplete closure of the wound, as observed in this incident. Without further information, the cause could not be determined. Reportedly, hemostasis was not achieved. There was no malfunction observed during evaluation of the device and the possible cause could not be determined. Review of the device history record for this lot did not produce any findings relevant to this report. A query of the complaint handling database was performed and there was no indication of a lot specific product quality deficiency. Based on this investigation, a conclusive cause for reported experience could not be determined and no potential product lot deficiency was identified.

Event description:
It was reported that a arteriotomy closure of the right common femoral artery was attempted using a starclose se device after an interventional procedure. Reportedly, after deploying the clip the device was removed; however, hemostasis was not achieved. Hemostasis was achieved using manual arterial compression. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the starclose se device. No additional information was provided.